Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The alarm trace showed abnormal aspiration alarms on the day of the event, the field service engineer (fse) found a defective vacuum tube on the rinse mechanism and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 3 patient samples on a cobas 8000 c702 module. For sample 1, the initial ca2 result was 7.6 mg/dl. The customer was prompted to repeat the sample as the result was outside of the normal range. The repeat result was 10.3 mg/dl. For sample 2, the initial ca2 result was 7.9 mg/dl. The customer was prompted to repeat the sample as the result was outside of the normal range. The repeat result was 9.7 mg/dl. For sample 3, the initial ca2 result was 7.9 mg/dl. The customer was prompted to repeat the sample as the result was outside of the normal range. The repeat result was 9.7 mg/dl. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
The calcium reagent lot number is 694033. The expiration date was not provided. The qc recovery data provided was acceptable. The investigation is ongoing.